Event description:
According to the reporter: during a laparoscopic paraesophageal hernia repair procedure, after the needle was passed through the tissue twice; it disengaged from the instrument. The needle was retrieved. To complete the procedure, another device was used. No patient injury or extension in surgical time.